Event description:
It was reported that an unspecified quantity of novum iq large volume pumps had the following issues: proximal occlusions that did not exist, error messages that would not clear resulting in pumps not running correctly, and keypads being locked out resulting in the inability to program/turn pump off or even try to silence the alarms. This occurred during use of the devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.